Event description:
It was reported that during surgery for implant of peek interbody device, the edges of the implant created a dura mater lesion with loss of lcr. This required a suture of the lesion. No further complications were reported.

Manufacturer narrative:
The device or applicable films have not been returned to medtronic for eval. A review of the deice history records found no documentation to indicate a non-conformance to spec. Unable to determine cause of the event.